Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. B3: event date is the publication date of the article. G2: foreign - event occurred in italy. G2: literature - andriollo, l., nesta, f., el motassime, a., pericarini, l., sangalett, r., benazzo, f., rossi, s.m.p. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery?. Archives of orthopaedic and trauma surgery, 146 (9), https://doi.org/10.1007/s00402-025-06110-5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient was revised approximately 21 months post-implantation due to aseptic loosening. Attempts have been made and no further information has been provided.